Manufacturer narrative:
No button error alarm noted. Unit had intermittent button response due to corroded keypad traces. Unit had cracked case at display window corner (all corners), cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker. Unit had moisture damage on lcd/b. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The insulin pump was exposed to moisture. The blood glucose at the time of the incident was 110 mg/dl. Troubleshooting was performed. The device was returned for analysis.